Manufacturer narrative:
The customer returned the pump for alleged pump error 14, pump error 35, and pump error 37 alarms reported on 10/12/2022. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08655 inches. Successfully downloaded the trace and history files using thus. No pump error 14, pump error 35, or pump error 37 alarms were noted during testing. A review of the pump history file reveals on 10/12/2022 there were two (2) pump error 37 alarms (13:59 and 14:35) that occurred. There were no pump error 14 or pump error 35 alarms found in the pump history or long trace files. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The motor was tested outside of the pump on the ngp stb3 and passed. The pump error 37 alarms found in the history files may have been an intermittent failure that was not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. The pump passed all functional testing. Pump error 14 and pump error 35 alarms could not be found in the downloaded trace/history files and are not confirmed. Pump error 37 alarms are not confirmed and may have been an intermittent failure that was not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had multiple pump error alarm. Blood glucose value at the time of event was unknown. Troubleshooting was performed and the customer was not able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.